Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer had an accident at sea and insulin pump was damaged at battery compartment was damaged. It was also reported that water got into insulin pump.

Manufacturer narrative:
The insulin pump was received unit with blank display due to corrosion on the electronic assembly. Corrosion was found on the motor assembly as well. The insulin pump was unable to test for displacement test due to blank display. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corner, missing end cap sticker and cracked belt clip slot.